Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker could not be paired with the transmitter and was not transmitting data. It was suspected the pacemaker was in backup. It was concluded that the telemetry in the pacemaker needed to rebuild in order to send a manual transmission. The device function was normal and it was able to be interrogated. The patient was stable.